Manufacturer narrative:
(B)(4). Batch # p55998. Device evaluation: the analysis results found that the ecs25a device arrived with no apparent damage. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. In addition ancillary trocar was received. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. No anvil issues were noted during the analysis of the device. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information was requested and the following was obtained: was the orange tying area of ancillary trocar completely visible at the time the anvil was mated to the device? Unknown what confirmation was received that anvil was completely attached prior to closing the device? None can it be confirmed if the anvil fell off at the time device was fired or during removal? Anvil fell off after it was fired during removal. If during removal, how many counterclockwise revolutions? Unknown what is the current patient status? Had to open patient up to remove ancillary trocar, patient is fine.

Event description:
It was reported that during a gastric bypass procedure after firing they heard a crack and the anvil broke off and fell into the patient. The surgeon had to convert to open to retrieve the anvil. It was stuck in the stomach tissue and an incision was made to retrieve it which was oversewn with suture to close. The staple line was also oversewn with suture as a precaution although staple formation seemed to look good. It is unknown how long the procedure was extended.